Event description:
The patient's blood glucose (bg) values reached 400 mg/dl. The patient reported liquid inside the pod. No further details to report.

Manufacturer narrative:
The top housing was observed to be cracked. The timing and cause of these cracks could not be determined. It could not be determined if these cracks contributed to the reported event. Several internal components were observed to be corroded. Due to the presence of corrosion, a leak test was performed. No leaks or blockages were found along the entire fluid path. Fluid was able to flow as intended. The battery voltages were measured and found to be insufficient. The device was connected to an external power supply for download, but attempts at data retrieval were unsuccessful. The pcb was removed and inspection of it found that excessive corrosion caused the failure to retrieve the data. Because a connection could not be made with the master pdm, the smc could not be measured. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.